Event description:
The user reported that the device intermittently loss audio function. There was no reported patient impact.

Manufacturer narrative:
(B)(4). While the device display provides visual indicators of alarms occurring, the device labeling does not represent that display data is continuously monitored by staff. In the presence of life-threatening events when no sound is audible, and no staff member is continuously monitoring the display, serious injury and/or death can occur. The device MFR is investigating this issue. Once investigation is complete, the device MFR will file a supplemental report.